Manufacturer narrative:
A f/u report will be filed when the investigation is complete. (B)(4).

Event description:
The customer reports that the measurements acquired from the special procedures unit compared to the measurement done in pacs are different. There was no reported pt injury associated with this event.